Manufacturer narrative:
Results of investigation: vyaire medical performed failure analysis on the suspected defective component and the reported complaint was not able to be confirmed or duplicated. The component passed all tests and functioned normally. The error codes downloaded from could be the result of other pcba's or circuitry that may have failed on the original customer owned unit. Since the pcba was the only component was sent back to fa for analysis, no further investigations on can be done.

Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator was powered on, and the display was blank and an alarm was present. Bench testing revealed a malfunctioning main board was creating the issue.

Event description:
It was reported to vyaire medical that the ventilator's screen shut off and the ventilator stopped cycling during testing. There was no patient involvement associated with this reported event.